Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that while her cgm was displaying 190 mg/dl, she felt tired, which prompted her to take a fingerstick measurement. The patient's blood glucose meter value displayed a value of 420 mg/dl. The patient responded by taking insulin, after which her condition improved. She felt fine at the time of contact and reported no further injuries. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported allegation falls within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.